Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had scratched screen, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported that the opposite side of the insulin popped when he inserted a new reservoir and started to prime. The blood glucose reading was 136mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.